Manufacturer narrative:
Based on the clarification provided by the clinic on 08/04/2016; a serious injury did not occur. Additional information regarding the patient's dry eye treatment was added.

Event description:
The reported information stated the inlay was explanted from the right eye of a (B)(6)year old male patient approximately eight (8) months postoperatively, due to both distance and near vision impaired and myopic shift.